Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that some spectrum pumps were experiencing frequent delays in infusions causing the patients extended time at treatment. The facility was experiencing 10-60 minutes extra time for patients with infusions. The facility had baxter representatives return to re-educate on proper set-up, and since have still been noting delays. It seems to be noted most when the facility was using primary/secondary set ups. It was stated that one patient was not able to receive full treatment and had to return the following day. None of the patients required additional labs or diagnostics as a result of the reported events. The patients were stable. The medication that was being used was magnesium during therapy (programmed amount and delivery rate unknown). The pump that was used was an unspecified baxter infusion pump. It was also reported there was no patient injury.